Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified number of baxter IV (intravenous) infusion sets collapses causing no flow and upstream occlusion alarms while in use on a pump. This was further described as, the primary tubing sags and/or collapses after a certain amount of infusion time. The location of the issue was further specified as coming from where the roller clamp was placed. This was identified during patient infusions. When this occurs, the customer has had to stop the pump, try to ¿re-form¿ the tubing or change the tubing in order to continue the patient¿s therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.